Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump was not functioning correctly. The customer's blood glucose was 500 mg/dl at the time of hospitalization and they were treated by the health care professional. The customer's blood glucose was 542 mg/dl at the time of call and they were treating the high blood glucose with manual injection. The customer stated that they had an open circle on the screen. The customer stated that they received a low reservoir alarm. The customer stated that they were able to clear the low reservoir alarm but the open circle did not disappear. The insulin pump will not be returned for analysis.